Event description:
In a presentation titled "assessment of changes in the spinal canal following kyphoplasty in pts with metastatic spine tumors", the following was reported: one pt experienced transient radiculopathy referable to their kyphoplasty level. No additional info was reported.

Manufacturer narrative:
Report source: presentation titled "assessment of changes in the spinal canal following kyphoplasty in pts with metastatic spine tumors", by james b. Elder, m.d., christopher wladyka, m.d., george krol, m.d., yoshiya yamada, m.d., mark h. Bilsky, m.d., eric lis, m.d. Method: device not returned; followed up with author.